Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-6411 inflated unintended quad and knee tissue during a procedure. Patient affected. On (B)(6) 2025 additional information was obtained via (B)(4). Whereas the sales representative had noted in the original report on (B)(6) 2025 that they thought it might be the pump, so it was switched out, and they were able to continue with no issues with the pump. Patient was affected. Per the initial reporter, extravasation was noted during the surgery, where the patient leg was not bending any more than 30 degrees as opposed to the normal 90 degrees¿

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex was able to determine the most likely cause. The most likely cause of the reported failure was user error, specifically the surgical team's failure to closely monitor for signs of excess fluid buildup.